Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause traced to a faulty scope socket. Additionally the lamp life exceed 500 hours, requiring replacement.

Event description:
A user facility reported to olympus "no picture" when using the evis exera iii xenon light source. The intended type of procedure is unknown and it is unknown if the procedure was completed. There was no patient harm or injury reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. The lm reported that the most probable causes for the reported event are as follows: no endoscopic image (scope connector socket failure) ¿it is speculated that this was caused by applying excessive force to the scope socket when connecting the scope. (2) lamp light intensity out of specification (lamp lights up for 500 hours or more) since the lamp has been used for more than 500 hours, it is presumed that it occurred because the light intensity of the lamp decreased due to the life of the lamp. ¿ air leakage (wear of air joint, corrosion of air tube) since the repair report confirmed wear of the air joint and corrosion of the air tube, it is presumed that malfunction occurred due to wear and corrosion of members due to deterioration over time." The following is described in "5.1 attention to operation" in the clv-190 instruction manual. Anytime you observe an irregularity in a light source function, stop the examination immediately and take action according to the following procedures. Using a defective light source may cause patient and/or operator injury. After withdrawing the endoscope from the patient, refer to the instructions in chapter 8, ¿troubleshooting¿. If the problem cannot be resolved by the remedial action as described in chapter 8, do not use the light source and immediately contact olympus.